Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) after being implanted 43 months. Eri was reached due to an extended charge time of 21.5 seconds. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Event description:
The ICD was returned.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.